Event description:
Reference number (B)(4) event occurred in colombia. It was reported that the patient was hospitalized on (B)(6) 2025 due to bent cannula leading to hyperglycemia. The blood glucose level was 375 mg/dl at the time of event and the patient got treated with intravenous drip and mannula injection. The length of hospitalization was greater than 24 hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 05-feb-2026 against "lot number 5409913 and similar malfunction codes: clinical history - non-product event, non product related event due to prior clinical circumstances, improper product selection/treatment method, according to clinical history of the costumer (e.g., history of allergic reactions, continuing use despite known issues when using the set). The review confirmed that lot 5409913 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Device history record (DHR) review: the lot 5409913 was manufactured according to the work instruction (wi) version 73 and manufactured in the multivac 08 and 12, on 01-dec-2022, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5410445 was manufactured according to the wi version 37 and manufactured in the gluing machine 04, 05, 08, on 27-nov-2022, with a total of 389,200 units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. Conclusion: no further investigation activities were required. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 5409913 and related malfunction codes. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed.

Event description:
To date no additional patient or event details have been received.